Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex colonic stent was to be used during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient had a history of colon cancer. According to the complainant, during the procedure, the stent could not be deployed. It was noted that the stent catheter was broken. The physician removed the stent delivery system and placed another wallflex colonic stent to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
A wallflex enteral colonic stent and delivery system were received for analysis. The stent was fully constrained on the delivery system. Visual examination of the returned device found the outer sheath was broken at the leading handle. Functional evaluation found it was not possible to deploy the stent using the delivery system as received, however, it was possible to manually deploy the stent. The stent was measured to be within specifications. No issues were noted with the stent and no other issues were noted with the device. The damages noted with the device were consistent with the application of excessive force applied to the device. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex colonic stent was to be used during a stent placement procedure performed on 2017. Reportedly, the patient had a history of colon cancer. According to the complainant, during the procedure, the stent could not be deployed. It was noted that the stent catheter was broken. The physician removed the stent delivery system and placed another wallflex colonic stent to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.